Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height matrix drawer was jammed. A field service engineer (fse) replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 had jammed and required to use the emergency backup tray in order to provide care for the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.